Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, because of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in the operating room for an implant procedure on (B)(6) 2017. During implant of the left ventricular lead, the physician perforated the heart with the guidewire used to position the lead. Pericardiocentesis was performed due to tamponade. The lead was extracted and the perforation was repaired. New system was not implanted. The patient was stable after the procedure and would be continued to be monitored.

Manufacturer narrative:
Analysis was normal. No anomalies were found.

Event description:
New information reported on (B)(6) 2018 states that the left ventricular lead exhibited capture anomaly due to perforation.

Manufacturer narrative:
"Product problem" should had been selected in MDR-2018-06346-01.